Manufacturer narrative:
There are no negative complaint trends for this product/issue. This is the first complaint from this product/lot relating to skin irritation. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an end user developed fecal leakage, redness, irritation and a burning sensation under and beyond the edges of her ostomy barrier starting in the middle of (B)(6) 2018. There was no broken skin and there was no bleeding. End user said she has lost and gained weight which is causing rolls on her abdomen making a good barrier seal difficult. Nothing the doctor or nurses did resolved the problem so she went to the ER on (B)(6) 2018. The ER did not remove her ostomy barrier but prescribed antibiotics and silvadene cream. She is continuing to work through this with her doctor.